Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the labeling on the tray was inadequate. The complainant stated that it was hard to find that the tray contained latex and that the writing was too small and blended in with the packaging.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "-caution: this product contains natural rubber latex which may cause allergic reactions." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the labeling on the tray was allegedly inadequate. The complainant stated that the labeling was illegible and prevented the user from identifying that the device contained latex.